Event description:
A past high blood glucose event was reported by the customer, with the highest level reaching 525 mg/dl. Cause was not known. The customer did not require assistance from a third party and managed the situation by administering a correction injection via multiple daily injections. Customer reverted to an alternate form of insulin therapy.